Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber during prostate vaporization, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 138,210 joules. The procedure was completed with a second fiber. There was no pt injury as a result of this event. No end user injury was reported. It was reported that the pt is "in good condition".

Manufacturer narrative:
(B)(4).